Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that two years five months post port placement procedure via the right internal jugular vein, the catheter was allegedly found to be broken. It was further reported that catheter migrated to the pulmonary artery. Reportedly, the distal catheter segment and port body were removed. The current status of the patient is unknown.

Event description:
It was reported that two years five months post port placement procedure via the right internal jugular vein, the catheter was allegedly found to be broken. It was further reported that catheter was allegedly migrated to the pulmonary artery. Reportedly, the distal catheter segment and port body were removed on later days. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter were returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted at the distal end of the attached catheter that was elliptical in shape and the distal catheter segment was not returned. Further during functional evaluation, the port body was patent to infusion and aspiration without any issue. However, the investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.